Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, a guidewire would not advance down this lv lead properly ¿ resistance was felt by the physician. The lv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.